Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was not receiving effective stimulation due to lead fracture. X-rays were taken and confirmed the lead at l2 had fractured. Reprogramming was performed; however, it was unable to provide effective therapy. The patient denies any trauma. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.